Event description:
It was reported that the error 1260 was displayed. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Unable to download the event history log due to alarm message error code 1260. Primary reported problem, error 1260, was verified by visual inspection and functional testing. The cause was faulty microprocessor (mp) board. Replaced the mp board to correct the issue. The device passed all functional tests after the repair.